Event description:
It was reported a patient presented with pain and discomfort from their insertable cardiac monitor (icm). The device was explanted in a procedure on (B)(6) 2022. The patient tolerated the procedure well.

Manufacturer narrative:
The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.